Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma, heart damage, and other pulmonary damage/inflammatory response. Medical intervention was not specified. No patient information was provided. No additional information can be requested at this time.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.